Manufacturer narrative:
(B)(4). Blade will not advance. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, the lights on the motor drive started blinking and the cable started shaking. The blade did not advance or turn. There were no adverse pt consequences.